Event description:
It was reported that during a ptca treatment procedure involving a very calcified and 99% stenotidc lesion in the middle portion of the lad coronary artery, the adante balloon would not inflate to more than 8 atmospheres on the initial inflation. The patient was asymptomatic during this event. The adante balloon was removed and replaced with a bio ranger 20/1.5 mm balloon catheter. It was noted that despite predilatation with the adante balloon catheter, resistance was met with insertion and removal of the bio ranger balloon catheter. The bio ranger ballloon lost pressure at 6 atmospheres on the initial inflation and backflow of blood into the inflation device was noted. The patient was asymptomatic during this event. The bio ranger balloon was removed and replaced with another catheter to successfully complete the procedure. An acs guidant balance guidewire (size unknown) and a cordis britetip guide catheter (size unknown) were also used in this case, but the type and size of introducer sheath and which inflation device was used are unknown. Patient status is reported as "good".